Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 3. The patient's drain volume was 3221ml. The fill volume was 2000ml, this meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2011. According to the nurse she was aware that the patient has complained of excessive drains, however, he has resumed therapy successfully. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the cause of the iipv was determined to be insufficient drain / false empty detect and use error as the clinician inappropriately set the minimum drain volume percent setting too low. A service history review revealed no previous service events were related to the iipv. Labeling review found labeling to be adequate for the user error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.